Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been experiencing low blood glucose. The customer stated he went to the doctor, adjusted some settings and has been experiencing low blood glucose since. The customer declined to troubleshoot for low blood glucose. The paramedics were contacted, due to low blood glucose but did not transport the customer to hospital. The customer's blood glucose was 46mg/dl-56mg/dl, treated at home by eating. The customer wants to meet with an educator to confirm his insulin pump settings are correct. The customer's last blood glucose reading was 125mg/dl.